Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 7 august 2025 and 11 august 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse. This was observed during patient infusion. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.